Manufacturer narrative:
Result - loose load cell connection.

Event description:
It was reported by service report that the bed scale and bed exit did not work. The customer could not determine if there was pt involvement or if there were adverse consequences to report.